Event description:
It was reported to philips that the system did not start up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analysed the system remotely and identified that the output led was not glowing, m cabinet direct current power supply(dcps) is malfunctioning. The field service engineer (fse) went onsite and replaced the dcps. After replacement, the system was retuned to good working order. The codes were updated based on the investigation outcome